Event description:
The device was received for service with the report "shuts down when infusing to pt". Info was not provided regarding whether or not the device was in pt use when the reported event occurred. The hosp biomed stated they have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made by baxter technical support to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.